Event description:
It was reported by the patient that their blood glucose level reached 180¿mg/dl while wearing the pod between 4 and 24 hours on the buttocks. Due to elevated glucose levels, the pod was removed. Upon removal, it was observed that the pink slide insert had not moved into the viewing window, indicating a needle mechanism failure. The patient also noted that the cannula was bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.